Event description:
The dental implant fx4010swc was removed on (B)(6) 2017 due to failure to osseointegrate 26 days after implantatin. The doctor indicated that local infection may have caused the implant removal. The patient had a history of diabetes and tobacco use and has been recovered without complications.